Manufacturer narrative:
(B)(6). This product is manufactured by zimmer biomet us and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051843. Customer has indicated that the product will not be returned [remains implanted at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has been indicated for a shoulder revision due to glenoid wear. Attempts have been made and additional information on the reported event is unavailable at this time.